Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced multiple low blood glucose (bg) levels in the 50s (mg/dl) for the last year; however, no specific dates or bg values were provided. Customer indicated that low bg levels were treated by consuming carbohydrates. Reportedly, customer has been in contact with health care provider to discuss the low bg events.